Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak that was discovered during fill 1 of 4 during pd treatment. The fluid leaked from the second stay safe connector. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. There were no alarms/warnings prior/after the leak. In a follow up the patient reported that there was no harm, intervention or adverse events associated with the leak. The patient was able to reset up with new supplies and complete the treatment. The patient is using the same cycler. The cycler set is not available to return as a sample.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak that was discovered during fill 1 of 4 during pd treatment. The fluid leaked from the second stay safe connector. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. There were no alarms/warnings prior/after the leak. In a follow up the patient reported that there was no harm, intervention or adverse events associated with the leak. The patient was able to reset up with new supplies and complete the treatment. The patient is using the same cycler. The cycler set is not available to return as a sample.

Manufacturer narrative:
Correction: d.8.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak that was discovered during fill 1 of 4 during pd treatment. The fluid leaked from the second stay safe connector. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. There were no alarms/warnings prior/after the leak. In a follow up the patient reported that there was no harm, intervention or adverse events associated with the leak. The patient was able to reset up with new supplies and complete the treatment. The patient is using the same cycler. The cycler set is not available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak that was discovered during fill 1 of 4 during pd treatment. The fluid leaked from the second stay safe connector. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. There were no alarms/warnings prior/after the leak. In a follow up the patient reported that there was no harm, intervention or adverse events associated with the leak. The patient was able to reset up with new supplies and complete the treatment. The patient is using the same cycler. The cycler set is not available to return as a sample.